Event description:
It was reported that at follow-up, the patient complained of twitching. Measured data showed undersensing and a drop in impedance. Threshold could not be captured and the twitching was induced during pacing. A perforation was confirmed by x-ray, ultrasonography and CT. At explant, an infection was also noted. The lead was discarded.

Manufacturer narrative:
No medwatch form was received.